Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 1000 mg/dl. The customer was treated with a bolus. Customer was admitted to the hospital. The customer was also on dialysis and she is on a insulin drip but now she is back using her insulin pump. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to call when tubing clamp received to perform high pressure test.